Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient's external device. It was reported that the patient's recharger was not working. The battery lights were flashing rapidly up and down/scrolling battery lights but when they took it off the dock it did not turn on. The caller confirmed the green light was on the back of the dock. The issue was not resolved by attempting a hard reset. The caller believed the patient had left the charger off the dock between uses.